Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the radio frequency programmer head (rf) head had a small crack on the cable and was missing the backing label. However, the rf head was able to interrogate wireless. The cable and the backing label were replaced. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.